Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. Customers blood glucose (bg) was "high" on the continuous glucose monitor graph. Eleveated bg was addressed by a manual insulin injection.